Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Hospital retained device.

Event description:
It was reported that the patient's left femur was revised due to non-union and a broken gamma nail at the junction with the lag screw. Possible cause or contributor for implant breakage was not reported to the rep. Rep confirmed that no further information is available.

Event description:
It was reported that the patient's left femur was revised due to non-union and a broken gamma nail at the junction with the lag screw. Possible cause or contributor for implant breakage was not reported to the rep. Rep confirmed that no further information is available.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device, patient¿s medical records and x-rays must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.